Event description:
It was reported that during a novasure endometrial ablation the cavity integrity assessment (cia) test was unsuccessful. The physician then performed a hysteroscopy and viewed a uterine perforation. The procedure was aborted. No intervention was required and the patient was discharged home. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. (B)(4).